Event description:
The patient reported that she received a replacement pump and her blood glucose levels have been elevated since starting the pump. She reports her blood glucose levels were 411 mg/dl in the morning. She then started not feeling well, had shortness of breath, and her blood glucose level rose to 511 mg/dl. She reportedly programmed the basal rates incorrectly. She then corrected the rates but noticed that the time was not set correctly. She reports that the time was set to pm instead of am. The patient denied vomiting but said she was positive for ketones. She reportedly corrected all settings and the pump is no programmed correctly. When she rechecked her blood glucose level when she was on the phone with animas she received a result of 377 mg/dl and did not have any symptoms. All basal and bolus doses were delivered as programmed and added up to the total daily dose.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the data from the time of the reported incident is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Use error may have been a cause or contributor to the reported incident, as the patient noted that the basal rates and the am/pm were not set correctly in the replacement pump that was in use at the time of the incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient reportedly programmed the pump incorrectly, which may cause her blood glucose levels to elevate. There is no evidence of a pump malfunction. The pump delivered as programmed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.